Manufacturer narrative:
Date was approximated as it is unknown.

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At the one year follow up transesophageal echocardiogram (tee), thrombus was observed on the device. The patient was started on anticoagulants for 3 months. No further complications were reported. It was further reported that the patient was not on any oral anticoagulants or blood thinners at the time of the follow up.

Manufacturer narrative:
Event date: date was approximated as it is unknown.

Event description:
It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At the one year follow up transesophageal echocardiogram (tee), thrombus was observed on the device. The patient was started on anticoagulants for 3 months. No further complications were reported.